Event description:
It was reported that this patient attended a magnetic resonance imaging (MRI) due to a head scan and a boston scientific representative supported the reprogramming of the device. The device was programmed to MRI mode and asynchronous do pacing mode. The patient experienced a seizure during the MRI and thus the scan was paused. Interrogation of the device noted that the device remained in MRI mode. The battery of the device had decreased to three months remaining and it was noted that the device triggered fault code due to safety mode. A device replacement was planned as soon as possible. The patient was sent to the emergency departments for assessment, and it was confirmed that the patient was pacemaker dependent. Later that same evening the patients following cardiologist noted that the patient experienced pacing pauses of 15 to 20 seconds, with the pacing rate of approximately 72 paces per minute. The device was thus explanted and replaced the same evening. No additional adverse patient effects were reported. The device was expected to be returned for analysis.

Event description:
It was reported that this patient attended a magnetic resonance imaging (MRI) due to a head scan and a boston scientific representative supported the reprogramming of the device. The device was programmed to MRI mode and asynchronous doo pacing mode. The patient experienced a seizure during the MRI and thus the scan was paused. Interrogation of the device noted that the device remained in MRI mode. The battery of the device had decreased to three months remaining and it was noted that the device triggered fault code due to safety mode. A device replacement was planned as soon as possible. The patient was sent to the emergency departments for assessment, and it was confirmed that the patient was pacemaker dependent. Later that same evening the patients following cardiologist noted that the patient experienced pacing pauses of 15 to 20 seconds, with the pacing rate of approximately 72 paces per minute. The device was thus explanted and replaced the same evening. No additional adverse patient effects were reported. The device was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This report is being filed up update the implant date.

Event description:
It was reported that this patient attended a magnetic resonance imaging (MRI) due to a head scan and a boston scientific representative supported the reprogramming of the device. The device was programmed to MRI mode and asynchronous doo pacing mode. The patient experienced a seizure during the MRI and thus the scan was paused. Interrogation of the device noted that the device remained in MRI mode. The battery of the device had decreased to three months remaining and it was noted that the device triggered fault code due to safety mode. A device replacement was planned as soon as possible. The patient was sent to the emergency departments for assessment, and it was confirmed that the patient was pacemaker dependent. Later that same evening the patients following cardiologist noted that the patient experienced pacing pauses of 15 to 20 seconds, with the pacing rate of approximately 72 paces per minute. The device was thus explanted and replaced the same evening. No additional adverse patient effects were reported. The device was expected to be returned for analysis.

Event description:
It was reported that this patient attended a magnetic resonance imaging (MRI) due to a head scan and a boston scientific representative supported the reprogramming of the device. The device was programmed to MRI mode and asynchronous doo pacing mode. The patient experienced a seizure during the MRI and thus the scan was paused. Interrogation of the device noted that the device remained in MRI mode. The battery of the device had decreased to three months remaining and it was noted that the device triggered fault code due to safety mode. A device replacement was planned as soon as possible. The patient was sent to the emergency departments for assessment, and it was confirmed that the patient was pacemaker dependent. Later that same evening the patients following cardiologist noted that the patient experienced pacing pauses of 15 to 20 seconds, with the pacing rate of approximately 72 paces per minute. The device was thus explanted and replaced the same evening. No additional adverse patient effects were reported. The device was expected to be returned for analysis.

Manufacturer narrative:
This report is being filed up update the implant date.